Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and did not note the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation due to a constant reload set at power up. The device was determined to not meet all product specifications related to the reported event. Evaluation found through the biomed options, the upstream sensor fluid numbers to be out of specification due to a failed upstream sensor. The upstream sensor was replaced to correct this condition should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant false air in line alarms. There was no patient involvement. No additional information is available.